Event description:
The facility reports the resident was in a chair, sitting on the sling. The sling was hooked up properly to the lift. As the lift started to raise, the resident moved her left leg and bumped the sling and clip, causing it to dislodge. The resident fell from the sling to the floor, hitting her head on the lift and suffering a laceration.

Event description:
The facility reports the resident was in a chair, sitting on the sling. The sling was hooked up properly to the lift. As the lift started to raise, the resident moved left leg and bumped the sling and clip, causing it to dislodge. The resident fell from the sling to the floor, hitting head on the lift and suffering a laceration.